Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on december 08, 2025. Technical services (ts) was consulted, and it was mentioned that the device has disconnected latitude by disabling telemetry due to high impedance. The device data has not been provided to perform analysis. No adverse patient effects were reported. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.